Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to obtain glucose readings and receive glucose alarm alerts. As a result, customer was not alerted of changes in glucose level. The customer did not experience any symptoms of glycemic instability however was unable to self-treat and was treated with insulin (dose, form unspecified) by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.